Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and that a cut was present in the cuff, causing the leak. The origin of the cut cannot be determined however dimensional measurements confirmed that the cuff was within manufacturing specifications. The probable cause is that the cuff likely came in contact with a sharp object. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. Instructions for use include warnings and cautions related to cuff inflation tests, pressure application, and ensuring the cuff does not come in contact with sharp objects.